Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call with nurse that they received stuck button alarm. Customer¿s blood glucose level was 184 mg/dl. Customer stated they were unsure if they pressed a button down for 3 minutes or longer. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.